Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported event was not able to be confirmed. The investigation found the additional malfunction: the nozzle has foreign objects. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.

Event description:
It was reported the gastrointestinal videoscope exhibited a no image issue. The issue was found during setup. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.